Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality.

Event description:
He clinician reported that less than 6 months after the dental implant and abutment were placed in ada site 10, the implant had not obtained integration in type I bone. Clinician reports pain and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
He clinician reported that less than 6 months after the dental implant and abutment were placed in ada site 10, the implant had not obtained integration in type I bone. Clinician reports pain and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.